Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-31, information was received from a consumer regarding a female patient who was receiving dilaudid 75mg/ml at 24 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On an unknown date in either 2006 or 2007, the healthcare provider (hcp) only put the needle ¿half in¿ and injected the drug. The hcp then ¿yanked the needle out of¿ the patient. She was sent to the emergency room (ER). Patient symptoms were not reported. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.